Event description:
The customer called and reported battery cap on the insulin pump was stuck and could not be removed. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received without the original battery cap, with a cracked lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and a missing end cap sticker. A high-pitched motor noise was noted during displacement test, due to faulty motor noted.